Event description:
The device evaluation identified a reportable malfunction, underdelivery, unrelated to the original complaint, which was a non-reportable event.

Manufacturer narrative:
The test and investigation results confirmed that the motor stuttered causing an underdelivery.